Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to loss of capture (loc). The rv lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital and is not expected to be returned for analysis. Subsequent additional information was received that stated after pocket closure, the rv lead was retested after a decrease in r wave sensing, loss of capture (loc) was discovered. The physician suspected a micro lead dislodgement had occurred. A fluoroscopy was performed but was unable to confirm the micro dislodgement. The physician decided to reopen the pocket and the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital and is not expected to be returned for analysis.

Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to loss of capture (loc). The rv lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital and is not expected to be returned for analysis. Subsequent additional information was received that stated after pocket closure, the rv lead was retested after a decrease in r wave sensing, loss of capture (loc) was discovered. The physician suspected a micro lead dislodgement had occurred. A fluoroscopy was performed but was unable to confirm the micro dislodgement. The physician decided to reopen the pocket and the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital and is not expected to be returned for analysis.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the attempted implant of this right ventricular (rv) lead was unsuccessful due to loss of capture (loc). The rv lead was removed and successfully replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital and is not expected to be returned for analysis.